Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 3.0; lab 1.6; mean: 2.3; confidence limits: 1.6-3.4. Date: same day; inratio: 1.4; lab: 2.0; mean 3.4; confidence limits: 2.0 - 5.0. Date: same day; inratio: 3.0; lab: approx 9.0. Mean: unable to be determined. Confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Due to the fact that intervention was made at the ICU for the pt, pt was given blood and plasma, this qualifies this case as an adverse event.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 3.0; lab: 1.6. Date: same day; inratio: 1.4; lab: 2.0. Date: same day; inratio: 3.0; lab: approx 9.0. Due to the fact that intervention was made at the ICU for the pt, pt was given blood and plasma, this qualifies this case as an adverse event.